Event description:
Boston scientific received information this transvenous coronary sinus lead displayed no sensing or capture as the lead had dislodged. The lead was removed from service. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.